Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet abutment ] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the patient came in from general dentist with stripped screw in and unseated angled low profile abutment. Unable to remove the abutment. Implant at tooth #22 was removed. Procedure completed with another implant. Customer stated that they did not have the abutment item and lot number because they did not place it. They were able to provide specifications. 3.4mm low profile 2mm height 17 degree. Customer reported that it was the actual abutment screw head, where the driver fits into the abutment screw. The dentist stripped it using the .048 hex at an unknown torque, making it unretrievable. Unknown screw removed from implant record since the low-profile abutment is a single piece device.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.